Event description:
It was reported that the right ventricular lead exhibited increased capture threshold and decreased r-wave amplitude. X-ray performed indicated that the lead had dislodged. The patient was brought into procedure and the lead helix could not retract or extend the helix. The lead was explanted and replaced successfully. The patient was stable post procedure.